Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked at the display screen and the information on the screen is blurry. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting also found that the battery cap is hard to open. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump communicated properly to the glucose sensor simulator and test transmitter. No radio frequency communication anomaly or sensor error alarm anomaly noted. The insulin pump communicated properly to bd meter. No bd meter or radio frequency communication anomaly noted. The insulin pump had stripped battery cap coin slot, cracked case at the display window corner, cracked battery tube threads and minor scratched display window.